Event description:
A monopolar electrosurgical cable sparked during a surgical case and burned through the insulation. The damage was at the end of the cable that goes into the generator. No injuries were reported. The user facility determined the problem was due to normal wear and tear. The cable was discarded.